Event description:
The surgeon was attempting the removal 4 x xia 2 screws from l5-s1. The surgeon did not want to engage the screw driver into the screw head so opted to remove that portion of the screw driver. The surgeon had removed one screw and started to remove the 2nd one when the round handle broke and slid down the shaft of the screw driver into the patient. Two ball bearings fell directly into the patient and the surgeon caught the rest of the assembly in the other hand. Surgeon removed the pieces from inside the patient and asked for a new handle. Supplied the surgeon with another handle from an unused sterile xia set which was larger ratchet handle with which ...

Manufacturer narrative:
The only way to disassemble the handle is to disengage the locking c-ring from its groove leading to the product disassembly. Hence, it can be assumed that for any reason the c-ring disassembled from its groove during removal of the screw. Pushing firmly against the handle may have contributed to such event. To investigate this issue in further detail, a CAPA was opened.